Manufacturer narrative:
D4 - primary UDI number: updated to (B)(4). The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit lot 02123e000. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends. Device history review did not identify any non-conformances or deviations with the complaint lot. In-house testing was completed using panels which mimic patient samples using an in-house retained kit. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect ivancomycin reagent lot 02123e000 was identified.

Event description:
The customer reported falsely depressed architect ivancomycin results for 7 patients. The following data was provided (samples were centrifuged and transferred to a sample cup before testing): customer¿s normal range: peak level = 20-40 ug/ml and trough level = 5-10 ug/ml sid (B)(6). First result = < 2.50 ug/ml. Rerun with same sample = 11.34 ug/ml. Recentrifuged sample in cup = 11.70 ug/ml. Sid (B)(6). First result = < 2.50 ug/ml. Rerun with same sample = 30.51 ug/ml. Sid (B)(6). First result = < 2.50 ug/ml. Rerun with same sample = 18.94 ug/ml. Recentrifuged sample in cup = 19.49 ug/ml. Sid (B)(6). First result = 2.69 ug/ml. Rerun with same sample = 16.40 ug/ml. Recentrifuged sample in cup = 16.20 ug/ml. Sid (B)(6). First result = 4.10 ug/ml. Rerun with same sample = 29.00 ug/ml. Recentrifuged sample in cup = 28.95 ug/ml. Sid (B)(6) first result = 3.15 ug/ml rerun with same sample = 29.26 ug/ml recentrifuged sample in cup = 29.52 ug/ml sid (B)(6) first result = 3.45 ug/ml rerun with same sample = 14.98 ug/ml recentrifuged sample in cup = 15.11 ug/ml there was no impact to patient management reported.

Manufacturer narrative:
A1 - patient identifier: (B)(6) ( total of 7 different patients) all available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 01p30-29 that has a similar product distributed in the us, list number 01p30-24. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely depressed architect ivancomycin results for 7 patients. The following data was provided (samples were centrifuged and transferred to a sample cup before testing): customer¿s normal range: peak level = 20-40 ug/ml and trough level = 5-10 ug/ml. Sid (B)(6); first result = < 2.50 ug/ml, rerun with same sample = 11.34 ug/ml, recentrifuged sample in cup = 11.70 ug/ml. Sid (B)(6); first result = < 2.50 ug/ml, rerun with same sample = 30.51 ug/ml. Sid (B)(6); first result = < 2.50 ug/ml, rerun with same sample = 18.94 ug/ml, recentrifuged sample in cup = 19.49 ug/ml. Sid (B)(6); first result = 2.69 ug/ml, rerun with same sample = 16.40 ug/ml, recentrifuged sample in cup = 16.20 ug/ml. Sid (B)(6); first result = 4.10 ug/ml, rerun with same sample = 29.00 ug/ml, recentrifuged sample in cup = 28.95 ug/ml. Sid (B)(6); first result = 3.15 ug/ml, rerun with same sample = 29.26 ug/ml, recentrifuged sample in cup = 29.52 ug/ml. Sid (B)(6); first result = 3.45 ug/ml, rerun with same sample = 14.98 ug/ml, recentrifuged sample in cup = 15.11 ug/ml. There was no impact to patient management reported.